Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a broken c ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a broken c ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). The device was returned to the factory for evaluation on 07feb2020. An investigation was conducted on 25feb2020. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was transected longitudinally between the flanking curved sections. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed.